Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The f-22 alarm was identified during the functional test and the review of the device logs. The cause of the condition was determined to be a damaged central processing unit printed circuit board (cpu pcb). To correct the condition, the cpu pcb was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.